Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the catheter tip was defective. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): while the nnp was inserting a piv into the scalp of a baby in the nicu, the bd instyte-n autoguard needle was faulty. The catheter tip was shredded before the tip was threaded into the vein. This defect was noticed once the needle was inserted into the scalp and lead to an unsuccessful piv insertion. The baby had to be poked again in order to insert a new piv device.

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown medical device lot #: 2136401 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the catheter tip was defective. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): while the nnp was inserting a piv into the scalp of a baby in the nicu, the bd instyte-n autoguard needle was faulty. The catheter tip was shredded before the tip was threaded into the vein. This defect was noticed once the needle was inserted into the scalp and lead to an unsuccessful piv insertion. The baby had to be poked again in order to insert a new piv device.